Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with trellis 6 80x10. The customer states while trying to remove trellis catheter from the pt, the device could not be removed and a piece of the catheter broke off before the proximal balloon. Customer then intubated the pt and a snare was used to pull the device out.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.